Manufacturer narrative:
During review of MFR# 2183502-2016-02171 it was found that the initial submission stated that the device was returned for investigation; however, the actual device had not been returned. Therefore, this supplemental file is being submitted to correct the observed error.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that there was a connector break on a tracheostomy tube. The patient's family observed the chipped and cracked connector and reported it to the patient's nurse. Upon observing the reported event, the tracheostomy tube was changed by respiratory therapist. The patient experienced no adverse health outcome. See MFR 2183502-2016-02170 & 2183502-2016-02172.